Event description:
Analysis was completed on the returned lead portion. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. An abraded opening was found on the outer silicone tubing which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis was completed on the returned generator. The device output signal was monitored for more than 24-hrs while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns was explanted due to the device being bothersome and due to a lack of efficacy. The explanted generator and lead have been received. Analysis is underway but has not been completed to date. Multiple attempts for follow up on the cause of the discomfort were made, but no additional or relevant information has been received to date.